Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device was difficult to toggle and jaws would not open anymore. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The product was received with a bent needle lodged in the jaws of the device. The visual inspection of the returned product noted the bottom black unloading button broke off from plunger. Plunger of button was inspected under a microscope and found to be deformed and bent. The broken black button was not returned. No witness marks from the needle tip impacting the beveled wall were observed through microscopic inspection. The toggle switches were inspected under a microscope and no shearing or deformation were observed around the toggle switch or on the flat pin. Through microscopic inspection the flat pin was found to be properly oriented and no abnormalities were observed for the center rod. The returned device was loaded with a test needle from the post marketing vigilance (pmv) inventory and applied to test media for functional testing. The returned device was found to function properly, and the test needle remained intact. No difficulty was experienced in loading and toggling the test needle in the returned device. Difficulty was experienced in unloading the needle as plunger with disengaged button had to be manually activated for unloading of needle. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a secondary condition of a disengaged loading button that has no relationship to the reported condition. Replication of disengaged or broken loading button may occur during the inability of the user to unload an improperly loaded needle which might cause the necessity to exert pressure on the button which results in it disengaging or breaking. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the bottom black unloading button broke off from plunger. Plunger of button was inspected under a microscope and found to be deformed and bent. The broken black button was not returned. No witness marks from the needle tip impacting the beveled wall were observed through microscopic inspection. The toggle switches were inspected under a microscope and no shearing or deformation were observed around the toggle switch or on the flat pin. Through microscopic inspection the flat pin was found to be properly oriented and no abnormalities were observed for the center rod. The returned device was loaded with a test needle from the post marketing vigilance (pmv) inventory and applied to test media for functional testing. The returned device was found to function properly, and the test needle remained intact. No difficulty was experienced in loading and toggling the test needle in the returned device. Difficulty was experienced in unloading the needle as plunger with disengaged button had to be manually activated for unloading of needle. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a secondary condition of a disengaged loading button that has no relationship to the reported condition. Replication of disengaged or broken loading button may occur during the inability of the user to unload an improperly loaded needle which might cause the necessity to exert pressure on the button which results in it disengaging or breaking. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.